Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 248 mg/dl at the time of incident. The customer stated that she replaced the battery and received a failed battery test alarm which she did not clear. She changed the battery again and got a blank display. The customer was advised to monitor the pump and call if the issues recurred. The insulin pump was not returned for analysis.